Event description:
Ous MDR - after an implant duration of about 26 months, inappropriate shocks were reported. No other adverse patient side effects have been reported. The ICD and the lead were explanted, but the lead was thrown away after the explantation. The date of implant was not provided for this lead.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.